Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 26-jul-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("due have it removed this month"), pregnancy with contraceptive device ("she fell pregnant and had then a miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, medical device removal and pregnancy with contraceptive device with essure. The reporter commented: the device is still inside me but due have it removed this month. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("due have it removed this month"), pregnancy with contraceptive device ("she fell pregnant and had then a miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, medical device removal and pregnancy with contraceptive device with essure. The reporter commented: the device is still inside me but due have it removed this month. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.